Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-03930 and 3005099803-2012-03933 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) within the second portion of the duodenum performed on (B)(6) 2012. According to the complainant, during the procedure, a resolution clip (MFR # 3005099803-2012-03930) was to be used to clip a non-bleeding vessel. However, after deployment, the clip failed to release from the delivery catheter. Reportedly, the clip had to be "yanked" from the area which caused the vessel to bleed. A second resolution clip (MFR # 3005099803-2012-03933) was then used, but the same issue occurred; the clip failed to release from the delivery catheter which required pulling it from the vessel. A third resolution clip device was able to be used to clip the bleeding vessel. Additionally, an interject needle and gold probe were used to complete the case. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.